Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was noted that their incision was red with small area of drainage. The implantable pulse generator (ipg) system was explanted and replaced three days later. No further patient complications have been reported as a result of this event.